Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Exemption number e2019001. (B)(4).

Event description:
It was reported that the procedure was performed to treat a lesion n the mildly calcified, mildly tortuous proximal left anterior descending coronary artery. A versaturn guide wire was advanced with a non-abbott guide extension catheter. Then, an unspecified stent was implanted. The guide wire was in between the non-abbott extension catheter and the stent during removal where it felt resistance; force was applied and the guide wire separated distally. As the separated portion was inside the non-abbott extension catheter, the separated portion was simply retrieved with the extension catheter. No pieces of the separated guide wire remain in the patient, and a new versaturn guide wire was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Exemption number e2019001. There may be gaps in numbering for reports submitted during the transition period. A visual and dimensional inspection were performed on the returned guidewire and the separation was confirmed. The reported difficulty to remove the guidewire from the stent and guide extension catheter were unable to be confirmed due to the returned condition of the guide wire. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints reported from this lot. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. It should be noted that instructions for use hi-torque guide wire, pta, ptca, stents, states: carefully observe the instructions under ¿do not¿ and ¿do¿ below. Failure to do so may result in vessel trauma, guide wire damage, guide wire tip separation, or stent damage. If resistance is observed at any time, determine the cause under fluoroscopy and take remedial action as needed. Use the most suitable guide wire for the lesion being treated. Do not push, auger, withdraw, or torque a guide wire that meets resistance. Do not deploy a stent such that it will entrap the wire between the vessel wall and the stent. The investigation determined the reported core separation and difficulty to remove appear to be related to operational circumstances of the procedure. Based on the reported information, the versaturn guide wire was advanced with a non-abbott guide extension catheter and an unspecified stent was implanted. It is likely that during advancement, the guide wire was inadvertently placed between the extension catheter and stent caused the guide wire to get tangled or trapped in the stent causing the difficulty to remove. Manipulation and/or force against resistance resulted in the reported separation in the extension catheter and subsequent damages. There is no indication of a product quality issue with respect to manufacture, design or labeling.